Event description:
It was reported that the right ventricle (rv) exhibited high capture threshold, high pacing impedance and inappropriate sensing. Diagnostic imaging confirmed the rv lead had dislodged. The physician elected to explant the rv lead and replace it with new lead. There were no patient consequences.

Manufacturer narrative:
After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x - ray inspection of the lead did not find any anomalies.